Manufacturer narrative:
Describe event or problem and other relevant history - updated.

Event description:
It was reported that a stroke occurred. A sentinel embolic protection device had been used in a transcatheter aortic valve replacement (tavr) procedure. Post procedure, the patient had a stroke. The stroke was resolved. The patient is fine. It was further reported that the patient became confused approximately eight (8) hours following the procedure. The stroke was embolic. The patient is progressing well.

Event description:
It was reported that a stroke occurred. A sentinel embolic protection device had been used in a transcatheter aortic valve replacement (tavr) procedure. Post procedure, the patient had a stroke. The stroke was resolved. The patient is fine.